Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for device evaluation and correction. Correction: additional batch not provided on initial MDR batch: 3263031. Batch creation date: 2023-10-03. Batch expiration date: 2028-09-30. Our quality engineer inspected the 4 samples submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample showed that there were jagged holes on the bottom web and particles inside the packaging. Black particles were observed inside the syringe product and at the corner of the blister packaging. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The foreign matter inside the package and syringe could be due to pest infestation. The foreign matter could have been brought into package when the pest bit the bottom web to enter the packaging. The product could have been infested with pest due to uncontrolled storage conditions before distribution. The nonconformance could have occurred outside the manufacturing facility. The team had also reviewed the pest controls records and no abnormalities were detected at the manufacturing line. The root cause was unable to be identified for the reported nonconformance. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ls 27g 1/2in had dirt particles. Dr filled the syringe with drug where he observed particles in constituted drug when examined all the syringes available were present with dirt particles.